Event description:
As reported, the patient had an initial (B)(6) on an unknown date. The patient was revised on (B)(6) 2023 due to the poly and peripheral pegs becoming disassociated from the central cage and shearing off. Osteomyelitis caused the implant to fail. The patient was last known to be in stable condition following the event. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis fracture, migration, and wear of the caged glenoid. The cause of these failures cannot be confirmed but may be the result of improper initial seating of the glenoid, off-axis drilling of the peripheral pegs, and/or off-label noncemented usage resulting in a rocking horse effect. The reported infection could have been an additional contributing factor to these failures; however, the series of events cannot be confirmed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.